Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Based on the limited information provided, the event could not be confirmed and the cause could not be determined. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called legal and is alleging elevated metal ion levels. She claims the surgeon told her that she has corrosion and adverse local tissue reaction. She was advised that she needs a revision however her revision surgery has not yet been scheduled due to her high blood pressure. Left hip.

Manufacturer narrative:
An event regarding altr, abnormal ion levels, and corrosion involving an accolade stem was reported. The medical review could not confirm altr however trochanter bursitis was confirmed. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the reported device remains implanted. Medical records received and evaluation: a review of the provided information by a clinical consultant noted: on (B)(6) 2010 a primary left total hip arthroplasty was performed for a diagnosis of left coxarthrosis. Physical examination revealed bursal tenderness, left greater than right, and x-­ray of the bilateral hips revealed good position and "no evidence loosening ... Patient not interested in injection or physical therapy". The patient was given a prescription for voltaren. A note of (B)(6) 2013 states, "bilateral lateral pain from time to time ... Difficult to sleep on either side ... X-ray bilaterally good position ... No loosening of hips noted. Spinal hardware is noted. Assessment: bilateral trochanteric bursitis, some deconditioning lower extremities; may be related to recurrent spinal stenosis. On (B)(6) 2015 her plasma cobalt value was noted to be 14.8 (normal being o to 0.9) and her chromium level was noted to be 1.8 (normal being 0.1 to 2.1 ). A crp was noted to be less than 0.5, which is normal. On (B)(6) 2015 a mars MRI of the left hip report with a request to evaluate for altr has an impression of the left hip of: (1) acetabular osteolysis; and (2) distention of pseudocapsule left with mild synovitis and posterior fluid collection most consistent with pseudotumor. It was noted the findings were "consistent with altr". An (B)(6) 2015 mars MRI of the left hip was reviewed on a cd and revealed nonspecific moderate synovitis of the left hip with moderate osteopenia in the superior acetabulum, which may represent stress shielding. This mr is not diagnostic of altr or pseudotumor from trunnionosis. The moderately elevated plasma cobalt and normal chromium levels on (B)(6) 2015 are not diagnostic of pathology in a patient with two total hip arthroplasties and spinal instrumentation more than five years in situ. The nonspecific MRI changes could relate to the multiple steroid injections, or possibly poly particle disease, but are not significant enough to cause changes on serial x-rays as recently as (B)(6) 2016 and are primarily described related to trochanteric symptoms with no pain or limitation of range of motion until the (B)(6) 2015 office visit and discussion of the MRI report. There is no documentation of revision surgery being performed and the x-rays of (B)(6) 2016 include an ap of the pelvis and a lateral of the right hip only, suggesting the left may have not been symptomatic. There is no evidence this clinical picture of left greater than right trochanteric bursitis was related to factors of faulty component design, manufacturing or materials. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been no other similar events for the lot referenced. Conclusions: the medical review confirmed trochanter bursitis. The dictation concluded: the moderately elevated plasma cobalt and normal chromium levels on (B)(6) 2015 are not diagnostic of pathology in a patient with two total hip arthroplasties and spinal instrumentation more than five years in situ. The nonspecific MRI changes could relate to the multiple steroid injections, or possibly poly particle disease, but are not significant enough to cause changes on serial x-rays as recently as (B)(6) 2016 and are primarily described related to trochanteric symptoms with no pain or limitation of range of motion until the (B)(6) 2015 office visit and discussion of the MRI report. There is no documentation of revision surgery being performed and the x-rays of (B)(6) 2016 include an ap of the pelvis and a lateral of the right hip only, suggesting the left may have not been symptomatic. There is no evidence this clinical picture of left greater than right trochanteric bursitis was related to factors of faulty component design, manufacturing or materials. Further information such as return of the device, and histopathology reports, as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient called legal and is alleging elevated metal ion levels. She claims the surgeon told her that she has corrosion and adverse local tissue reaction. She was advised that she needs a revision however her revision surgery has not yet been scheduled due to her high blood pressure. Left hip. 02/20/2018 update as per medical review: "on (B)(6) 2015 a mars MRI of the left hip report with a request to evaluate for altr has an impression of the left hip of: (1) acetabular osteolysis;" [...] "Trochanteric bursitis was the diagnosis and an injection with kenalog and marcaine was performed." Update: the medical review confirmed trochanter bursitis.